Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the knife blade would not advance. There was no injury to the patient. The device was returned for evaluation and visual inspection noted that the webbing on both sides of the hinge is protruding.